Manufacturer narrative:
One vlft10gen generator was returned for evaluation. The visual inspection found no notable defects. The reported condition could not be confirmed. Investigation personnel performed functional testing on the returned unit with no issues found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a medline cautery pencil was being used with a vlft10 generator in a case. The staff felt that the pencil was getting hot, so they placed it on a 4x4 which caught fire. The fire was put out and no harm occurred to the patient or the staff. A new generator was brought in and a new pencil was used to complete the case. Generator settings were 35/35 during the spine procedure.